Manufacturer narrative:
(B)(4). Insulin pump received with cracked case from display window corner and cracked reservoir tube lip. The test infusion set and reservoir does lock into place. However, unit received with missing segments due to cracked zebra connector. Unable to perform self test and displacement test due to missing segment.

Event description:
Information received by medtronic indicated that the insulin pump had cracked and the display had damaged. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.